Event description:
Surgeon was using medtronic navigation's fusion system in an ent surgery. The surgeon breached the anterior skull base while navigating with the system causing a csf leak. The surgeon reported he was inaccurate with the system by 5 mm. The surgeon was able to repair the damaged area and the pt was monitored for the evening.

Manufacturer narrative:
Weight of pt was not available at the time of this report but has been requested. Medtronic navigation v&v reviewed the pt scans and found the scans did not follow medtronic navigation's scanning protocol. The site also did not follow the recommended registration pattern.